Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -5.0/+4.5/100 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a low vault and lens rotation. The surgeon is planning to explant the lens and exchange for a longer lens. The lens remains implanted.